Manufacturer narrative:
Additional manufacturing narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
During a customer visit, a number of issues were described by the healthcare staff, including inaccurate measurements, delayed readings, indents on the skin, and durability issues. The following issues were described by the clinical staff: ¿the number of babies on o2 has doubled or tripled since using this new sensor. There isn't any faith in the product." "Sats drop for no reason: pr and pleth are fine, baby is resting comfortably and not screaming or crying, a second probe placed shows a normal spo2 while the other showed a decreased sat that would require treatment." "We are running out of oxygen flowmeters because so many patients are on oxygen now based on not trusting the value." ¿I know babies have transient desats, but this is the worst it has ever been¿ pt is pink but sat says 76-78%, so I used an old style probe and radical and the sat was 8% difference¿ patients are being admitted to the nicu with o2 requirements even though they¿re pink ¿ this is based on questionable readings at the delivery¿ I¿ve never had so many kids with desats and low spo2s that are keeping them from being discharged home¿ I find I have to change the sensor more often due to a lot of artifact ¿ changing just the tape doesn¿t fix the problem.¿ "I had an incident where the baby was being monitored fine. Then suddenly the sat number was gone, there was a flat pleth but a good pr. It lasted a few seconds, then the number was 99% with a good pleth, but the baby looked fine the whole time." "Even with 3 stars there are bad pleths and poor readings? (Ge monitor)" ¿they¿re horrible. They cause parents undo stress due to false alarms even with nursing reassurance¿. White foam part tears easily¿ they don¿t work regardless of star up or down¿ the bigger the baby, the worse the problem¿ rarely get 3 stars¿ kids wind up on o2 because of the poor readings.¿ ¿the ridge on the inside of the sensor creates indents on the patient, more often with smaller babies, and always when the sensor is flexed.¿ "I had a very fragile baby. The patient regularly requires temporary bumps in fio2 while caring for/disturbing the patient. One time he desaturated but the pr remained steady. The fio2 had to be increased to 100% and stay there for 20 minutes because the sat was poor. We unplugged the sensor and put it on another hand where his sat read 100%. We were able to decrease fio2 to 48% and keep a normal sat. The patient remained on a high fio2 for longer than necessary because we trusted a wrong sat." "During an emergency delivery it took 5 different probes, two oximeters, patient being warmed and 12 minutes to obtain a sat. That's not acceptable."

Event description:
During a customer visit, a number of issues were described by the healthcare staff, including inaccurate measurements, delayed readings, indents on the skin, and durability issues. The following issues were described by the clinical staff: ¿the number of babies on o2 has doubled or tripled since using this new sensor. There isn't any faith in the product." "Sats drop for no reason: pr and pleth are fine, baby is resting comfortably and not screaming or crying, a second probe placed shows a normal spo2 while the other showed a decreased sat that would require treatment." "We are running out of oxygen flowmeters because so many patients are on oxygen now based on not trusting the value" ¿I know babies have transient desats, but this is the worst it has ever been¿ pt is pink but sat says 76-78%, so I used an old style probe and radical and the sat was 8% difference¿ patients are being admitted to the nicu with o2 requirements even though they¿re pink ¿ this is based on questionable readings at the delivery¿ I¿ve never had so many kids with desats and low spo2s that are keeping them from being discharged home¿ I find I have to change the sensor more often due to a lot of artifact ¿ changing just the tape doesn¿t fix the problem.¿ "I had an incident where the baby was being monitored fine. Then suddenly the sat number was gone, there was a flat pleth but a good pr. It lasted a few seconds, then the number was 99% with a good pleth, but the baby looked fine the whole time." "Even with 3 stars there are bad pleths and poor readings? (Ge monitor)" ¿they¿re horrible. They cause parents undo stress due to false alarms even with nursing reassurance¿. White foam part tears easily¿ they don¿t work regardless of star up or down¿ the bigger the baby, the worse the problem¿ rarely get 3 stars¿ kids wind up on o2 because of the poor readings.¿ ¿the ridge on the inside of the sensor creates indents on the patient, more often with smaller babies, and always when the sensor is flexed.¿ (see photo #2) "I had a very fragile baby. The patient regularly requires temporay bumps in fio2 while caring for/disturbing the patient. One time he desaturated but the pr remained steady. The fio2 had to be increased to 100% and stay there for 20 minutes because the sat was poor. We unplugged the sensor and put it on another hand where his sat read 100%. We were able to decrease fio2 to 48% and keep a normal sat. The patient remained on a high fio2 for longer than necessary because we trusted a wrong sat." "During an emergency delivery it took 5 different probes, two oximeters, patient being warmed and 12 minutes to obtain a sat. That's not acceptable."

Manufacturer narrative:
Additional manufacuring narrative: other, other text: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted., corrected data: h6; method code updated from a blank field to 4114 results code updated from 3233 to 3221 conclusions code updated from 92 to 67.